Event description:
It was reported that a high drain 104 alarm occurred during drain four on the home choice (hc). The initial drain volume (dv) equaled 2680ml, the total ultra filtration (uf) equaled 1180ml, the cycle four uf equaled 2078ml, the cycle three uf equaled 1774ml, the cycle two uf equaled 399ml, and the cycle one uf equaled 477ml. The home patient (hp) stated the uf was about normal for them. The hp stated they use four cycles of 2.5% dextrose solution of two liters. The last fill volume (lfv) equaled two liters of extraneal. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1999. A device history review and service history review were completed with no issues noted related to the reported problem. The device was not returned. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.